Manufacturer narrative:
UDI=( (B)(4). Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was reportedly doing well post operatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having difficulty with maintaining a charge on the ipg and communication. The patient will undergo a procedure where the ipg will be replaced.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was having difficulty with maintaining a charge on the ipg and communication. The patient will undergo a procedure where the ipg will be replaced.